Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
United states reporting agent notified: (B)(6)2014. Samples received: 1 unopened race pack. There are no previous complaints of this code/batch. There no units in OEM stock. OEM tested the needle attachment of the samples received and the results conform to the OEM's requirements. Remarks: a minimum of five samples would be preferred as it is the minimum number of units that requires the testing. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event.